Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary- there are no pre-op or post-op x-rays returned for review. It appears that fracture reduction was achieved and favorable progress was made by the patient. There seems to be no alleged issue here and no relationship with the devices as the surgeon comments. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2006, due to a trochanteric fracture on the right femur. The patient's fracture part was shortened approx 5mm for telescoping. The surgeon comments that there is no casual relationship with the devices.